Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 due to sui, cystocele. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent trimmings of mesh on (B)(6) 2012 due to protrusion and vaginal discharge. It was reported that on (B)(6) 2012 doctor attempted explant surgery of mesh due to erosion into the colon. It was reported that patient underwent complete hysterectomy, resection of infected bowel and mesh explant on (B)(6) 2012 due to erosion in the colon and chronic infection. It was reported that patient underwent revision of mesh on (B)(6) 2013 due to bowel blockage caused by adhesions from explant surgery. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.